Event description:
It was reported that the pump was set for piggyback and set to infuse in 1 hour, but infused in 5 minutes. There was no report of any pt injury. The incident occurred in ccu area. The facility's biomedical engineering stated that he tested the pump and it was working within specification. He reviewed the history log and the system error log and stated he did not find anything in them.

Manufacturer narrative:
(B)(4). The device was tested by sigma using the suspected event parameters found on (B)(6) 2011 at 17:41 gmt (100 ml/hr for 100 ml) where a secondary infusion was programmed by the user to run for one hour. The unit passed having delivered 96.53 ml. A flow rate test was performed per the spectrum service manual at 200 ml/hr for a vtbi of 50 ml with the unit passing having delivered 47.7 ml. Add'l flow rate tests were performed per flow rate test procedures where a -5.65 percent inaccuracy was found at rate 999 ml/hr.